Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Other relevant patient history? None. What ¿abnormality was found in the initial operation¿? Transaminase level was increased, and around the area of the stoma was swollen. What was a reason to perform a drainage during initial procedure? Transaminase level. Was increased, and around the area of the stoma was swollen. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Please provide autopsy results if available. Unknown. Were cultures performed? Results? Unknown. Was any deficiency or anomaly of the device observed? Unknown. If yes, please describe it. What is surgeon¿s opinion as to the etiology of or contributing factors to this event? Because the interceed was existed as a foreign substance under the skin, there is a possibility that it was promoting the infection. In addition, since pus was slightly observed in the abdominal cavity during reoperation, although drainage was performed after abnormality was found in the initial operation, the pus had flowed out into the abdominal cavity, it is suspected that drainage could not be done effectively. Does the surgeon believe that the death is a result of an alleged deficiency of the product? Unknown. No further information will be provided.

Event description:
It was reported that the patient underwent a super low rectal resection on (B)(6) 2019 and the absorbable adhesion barrier was placed around the ileostomy. The stoma was created at umbilical area. The placement position of the absorbable adhesive barrier was from the subcutaneous region of the abdominal wall which the stoma penetrates to the abdominal cavity in drooping way. After the surgery, crp level was normal, but transaminase level was increased, and around the area of the stoma was swollen, so drainage was performed, and it was found that drainage of pus was observed. After that, transaminase level was increased over 1,000 and on (B)(6) 2019, stoma closure was performed in emergency operation, and anastomosis was performed. After the operation, the patient died of liver function failure on (B)(6) 2019. The doctor opined that because the absorbable adhesive barrier was existed as a foreign substance under the skin, there is a possibility that it was promoting the infection. In addition, the doctor opined that since pus was slightly observed in the abdominal cavity during reoperation, although drainage was performed after abnormality was found in the initial operation, the pus had flowed out into the abdominal cavity, it is suspected that drainage could not be done effectively. No further information is available.